Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the reported issue was determined to be poor contact at the ultrasound plug (u-plug unit). . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Manufacturer narrative:
E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error (b30). The issue occurred during the inspection for use. There was no patient involvement.